Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (resetting) has been confirmed. The battery charger/modem was unable to fully power on. Upon evaluation, the battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Additionally, there was contamination on the battery pca. A root cause investigation of similar failures indicated that excessive stain in the c/a board can fracture bga solder connections. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger/modem was resetting.